Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to increased gradients of over 65 mmhg. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient death post implant of the medtronic transcatheter valve was reported on 2019-may-06 in regulatory report: 2025587-2019-01463. Product analysis: no product was returned. The product remains in the patient. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 10 months post implant of this bioprosthetic aortic valve a transcatheter valve was implanted valve-in-valve. The reason for valve replacement was not reported. The patient died following the implant of the transcatheter valve.